Event description:
The pt developed an infection in his abdomen. He didn't respond to antibiotics and ended up having large amounts of tissue in the abdominal area removed. Therefore, nothing was left to support the pump. The pump was then moved to his chest area over rib cage and caused a lot of pain. He experienced acute pain, anemia, and enlarged lymph nodes in breast over the pump site. The pt's dr looked at the pump incision and the pump was found floating in a pool of blood. He will have an ultrasound to determine if the amount of internal bleeding is caused by the pump moving around on his ribs. His skin was breaking down around the pump. "If the pump stays in he will probably die, and if they take it out he will have to take so much morphine it will kill him". The pt was afraid he was going to die since there was no time to wean him off his dilaudid and that pt would need 4500 mg oral morphine as an equivalent and that would kill him. It would kill him if his pump was filled. During the pt's refill the dr missed the pump and he died twice. Five cc's of dilaudid was put into his body causing him to overdose. He was put on a narcan drip and the pt's heart was started. He spent time in the hospital. The medication being delivered via the pump was bupivacaine and dilaudid. He was at home. Add'l info has been requested.

Manufacturer narrative:
(B) (4).